Manufacturer narrative:
Upon follow up it was reported the cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized for the peritonitis event. On an unknown date, pd therapy was discontinued, the pd catheter was removed and the patient was switched to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The culture test result was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (2gm, route, frequency and duration were not reported) and amikacin injection (200 mg, route, frequency and duration were not reported) both ongoing for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.